Manufacturer narrative:
Intuitive surgical inc. (Isi) has not yet received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the large hem-o-lok clip applier (part # 470230-07/ lot # s10140730-0063) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 58th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that the large hem-o-lok clip applier instrument had a broken/loose cable, along with issues applying the clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no patient injury reported as a result of this issue, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a large hem-o-lok clip applier instrument would not rotate to place the clip. The instrument also had a loose or broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and gathered the following information: she stated they were using the weck hem-o-lok clips for the procedure. Because this instrument was not working, they used a back-up clip applier instrument. The surgeon was never able to close the clip after ligation. The vessel was much smaller than 13 mm in diameter. The instrument will be coming back for analysis, but it might be delayed in it's return. No further details about the event were available.